Event description:
It was reported that a vns patient underwent lead revision surgery on (B)(6) 2015, due to lead break. It was reported that on (B)(6) 2015, the patient's generator was replaced due to battery depletion. During that surgery, a lead discontinuity was found; then the lead replacement took place 9 days later. The patient's vns system was tested upon connection of the new lead to the generator and system diagnostics returned impedance results within normal limits (dcdc code 1). Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013. The explanted devices were not returned to the manufacturer for analysis to date. No additional relevant information was provided to date.

Event description:
Further information was received indicating that before the device replacement, high impedance (> 10.000 ohms) was found during a clinic visit in 2015. The device was programmed at 1,75ma output current, 20hz frequency, 250's pulse width, 30sec on time and 1.8min off time. It was reported that possible trauma occurred as the kid could have fought in the center where he lives .